Event description:
It was reported that the left ventricle lead was dislodged, confirmed using x-ray. The left ventricle lead also exhibited high capture thresholds and low sensing. The left ventricle lead was explanted. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and low sensing. As received, a complete lead was returned in one piece. The s-curve height of the lead was measured within specification. The reported event of high capture threshold and low sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.